Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for low blood glucose (value not provided). The customer requested tandem technical support¿s (cts) assistance with turning off the pump. Customer declined to provide further information regarding the event and declined cts¿s offer to follow up.